Event description:
The patient had returned from the or following mitral and tricuspid valve repair. The patient was placed on the ventilator. The ventilator started a loud clicking sound and no volumes were delivered. There was an unusual smell from the internal ventilator compartment. The patient was removed from the ventilator and bagged and then placed on another ventilator. There was no adverse outcome for the patient. Since the event clinical engineering has "torn down" the ventilator and determined that the unusual smell was the result of failure of an electronic component located inside the oxygen module that controls the flow of oxygen to the patient circuit. The oxygen pathway does not include contact with the failed component so no particles, gas, smoke, etc would have been delivered to the patient. Currently in the process of having the inspiratory and expiratory "channel" components cleaned. The module will then be replaced and extensive testing will be initiated to verify proper operation.